Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 to june 9, 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: an extra, non-reported sample was received along with the sample for cmplnt-(B)(4). A visual inspection of this non-reported sample was performed and identified a solid, white particle, approximately 1.94 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy scanning determined the particle to be acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a follow up report will be submitted.

Event description:
During evaluation a returned large volume infusor, a particle was identified within its reservoir. No additional information is available.